Manufacturer narrative:
Exact date unknown, event occurred in approximately three weeks ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7077965.

Event description:
It was reported that the patients lead had migrated. The patient underwent a lead repositioning procedure where leads has placed back to its original position. The patient was doing well post operatively.